Event description:
Hold lb 07/24five-minute delay due to having the fiddle with the cord and then having to open a new cord. Issue was reported as bipolar cord not working properly. The bipolar cord was not connecting securely. The cord would fall off the bipolar forceps. No power.

Manufacturer narrative:
Investigation findings: the defective sample has not been received yet. At this point, no visual inspection or dimensional confirmation has been performed on defective units to confirm if the diameter readings are within spec or if the pin sheets (plates) were bent at some point exhibiting evidence of mechanical damage. DHR of the finished good lot 35921820 was reviewed to confirm that no issues were reported during the mfg process. It was confirmed that the reported units were assembled and inspected according to specs on drawing (B)(4) and as per work instructions documented in the applicable routing sheet. It was confirmed that no mrrs or rejected units have been created/reported during the mfg process for the reason reported tin the complaint case. However, it was determined that four additional complaint investigations were documented in the last 12 months ((B)(4)) due to similar issues but related to different customers and work orders. The project engineer confirmed he has not been notified recently regarding any change related to the vendor, spec sizes, materials, etc. Inventory eval: after reviewing the specs on the applicable drawings ((B)(4)), a quality control rep measured the length and diameter of five female pins and five male pins from the lots that are available in stock of raw materials (B)(4); comparing the results against the drawings confirmed that the readings are within specs. According to the qc inspector in the incoming inspection area and the current version of the receipt, handling and storage of incoming goods procedure, it was confirmed that components (B)(4) and (B)(4) (male and female ps respectively) are not inspected during the regular incoming/receiving process. As part of the process review, the following verifications were performed: storage and packaging operations: after a walkthrough inspection, it was confirmed that there is no improper handling practices that could have contributed to the issue under investigation. Mfg inspection controls: applicable routing was reviewed to confirm that visual inspection of the pins during the regular mfg process is performed. Available scrap reports for (B)(6) 2014 were reviewed to confirm that this kind of defect is rare. Correction: no correction actions have been implemented at this point. Root cause analysis: after investigation, it was not possible to determine a final root cause. However, the following scenarios are considered the post possible causes for this issue: defective units were generated due to an improper handling/storage practices after in-process inspection operating during the mfg process. Defective units were generated due to improper handling/storage practices outside the mfg site. Defective units were not detected during the inspection control inn place during the mfg process. Corrective action: no corrective action is being implemented at this point. Preventive action: an awareness communication was provided to all personnel related to bipolar mfg process to let them know this issue and request their help to avoid recurrence in the future. Investigation is incomplete at this time. This report will be updated if more info becomes available.